Event description:
Medtronic received a report that the pipeline stent failed to open in the proximal section. The patient was undergoing surgery for treatment of a unruptured aneurysm located in the left internal carotid artery. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed a stryker surpass flow diverter stent placed successfully with good angiographic result. It was reported that a pipeline stent was used in a case for an acutely symptomatic left internal carotid artery (ica) cavernous aneurysm. The plan was to use the flow diverter and coils. The physician tried to deploy the proximal end of the pipeline and it looped on itself. The patient had marked vascular tortuosity and the aneurysmal segment of the ica was very disparate in size. The pipeline was no longer opening. The physician managed to retrieve the whole stent, but "did not want to use it again." It was stated that the stent had twisted and would not open. It was reported the pipeline failed to open in the proximal section. The pipeline was removed from the patient. No patient symptoms or further complications were reported as a result of this event. Additional information was received stating that following removal of the pipeline 500-35 device, the clinician placed a surpass flow divertor stent which forshortened following deployment and the proximal end fell back into the aneurysm. The clinician was able to regain access through the phenom 27 catheter and proceeded to place a further surpass device; the proximal end landing just beyond the aneurysm neck following placement of the second device. Clinician shares that the aneurysm ruptured and was then quickly packed with coils with a good result. Large vessel disparity noted from aneurysm neck. Patient was well post procedure with no deficits noted. Additional information was received regarding the cause or contributing factors to the event noting that the access vessel tortuosity was moderate. The segment which appeared to twist (proximal end) was in a straight segment.

Manufacturer narrative:
G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.